Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high pacing thresholds, gradual increase in pacing impedances that measured high within the normal limits and pacing inhibition due to intermittent loss of capture (loc). It was noted that the patient had reported experiencing syncope. The physician performed a lead revision procedure, the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.